Event description:
A us distributor contacted zoll to report that a patient developed a painful red burn under the lifevest equipment. The patient¿s physician suggested an ointment or vaseline for the skin irritation and medication for the pain. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.